Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis and patient effect; however, the surgical treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two proglide devices are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with two proglide devices was attempted in the heavily calcified right common femoral artery using the preclose technique prior to a thoracic aortic aneurysm (taa) procedure. The arteriotomy was 6fr and during the taa procedure, the sheath was upsized to 22fr. Reportedly, after the taa procedure was completed, the knots of both pre-placed sutures were advanced to the artery; however, hemostasis was not achieved. A third proglide device was used and hemostasis was still not achieved. A cut-down procedure was performed and the vessel wall was found to be "cracked". Hemostasis was surgically achieved. The patient was reported to be doing fine. There was no clinically significant delay in the procedure reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.